Event description:
Oversensing and inappropriate shock were reported. The lead was capped and an additional lead was implanted.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.